Event description:
It was reported that a revision surgery was performed since the head was out of the bipolar ball head one day after primary surgery. Patient was in good condition.

Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation of the bipolar ball head one day after implantation. The affected tandem bipolar head, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted that visual inspection showed the od did not exhibit any visual deformities. The rim of the poly locking ring displayed an indented area likely from contact with a femoral neck. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but not limited to user/procedural variance, surgical technique or size of device. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.